Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message in the medical surgical care area. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. It was found out of spec with respect to constant downstream occlusion alarms, which were not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. Eval found high readings with a fluid filled set loaded which can make the pump more sensitive to downstream occlusion alarms. The device was calibrated to ensure proper occlusion detection.